Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via intrathecal drug delivery pump. The indications for use of the pump were non-malignant pain and failed back surgery syndrome. It was reported that the patient was seeing the 8474 code [pump reset] on the personal therapy manager (ptm) when requesting a bolus. The event date of was reported as (B)(6) 2016. It was noted that the patient did not have a tremendous amount of pain; she had pain in her digestive system over the prior few days. The patient was on chemotherapy, which "just about killed her stomach." The reporter indicated that the patient had a CT scan and an MRI to check her digestive system. It was noted that the MRI had been performed a few weeks prior to report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.